Event description:
Reportedly, the patient was admitted to the emergency department because of inappropriate shocks. Since he suffers from lung cancer, it was decided to disable the therapies.

Manufacturer narrative:
Based on preliminary analysis, a ventricular lead issue is suspected.

Event description:
Reportedly, the patient was admitted to the emergency department because of inappropriate shocks. Since he suffers from lung cancer, it was decided to disable the therapies.

Manufacturer narrative:
Please refer to the attached analysis report. Attachment: [20191206 - file-2019-03070 - analysis_and_closure_report_resp-2019-01762.pdf].

Event description:
Reportedly, the patient was admitted to the emergency department because of inappropriate shocks. Since he suffers from lung cancer, it was decided to disable the therapies.